Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon was able to press the green button, but was not able to squeeze the handle. The event occurred during the procedure, but the device was not used on the patient. The surgeon used a new one to resolve the issue. There was no patient injury.